Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.0/+1.5/117 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a shorter length lens. This resolved the problem.